Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed gravity compensation test successfully on surgeon side console (ssc1) right master tool manipulator (mtmr). No issues found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse performed gravity compensation test and found no issues. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right manipulator was drifting at the console. The surgeon releases the right manipulator with his head in the console it will drift down to the right. Technical support engineer (tse) informed the customer that it states in the manual not to do that, or it could drift and cause a patient injury. Live logs were not available at the time of the call. The surgeon side console with the issue was the one on the left side of the room and when the surgeon was in control of the right manipulator it felt like it was fighting when using it. The procedure was completed with no reported injury.